Event description:
During a wedge resection procedure, on the fourth firing the knife cut, however, staples did not form properly. Additionally, the instrument was difficult to open procedure and completed with another instrument.